Event description:
Both patients had cardiac cath angio seal used in both patients. (B)(6) was taken to surgery after cardiac cath because she had no pulse in leg, the angiomed was removed. Patient had a severe bleed and later died. (B)(6) was taken to surgery after cath for acute ischemia in leg angio seal removed.